Event description:
Pt was revised because the cup was loose (right side). Additionally, the pt's medical records noted staining of the acetabulum.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.